Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a thinner surface and smooth opening at the access port consistent with wear and tear. Analysis noted that the band tubing others was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reports: leak from port tubing. Device has been explanted.

Event description:
Healthcare professional reports: leak from port tubing. Device has been explanted.

Manufacturer narrative:
(B)(4). Taper ii. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, implant date, explant date, diagnostic testing. Patient data or further event details.